Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a higher than expected ov monitor (ca 125 antigen) result generated by unicel dxi 800 access immunoassay analyzer for one patient sample. Testing on a subsequent sample from the same patient produced lower results in different clinical interval. Repeat testing on the original sample in an alternate lab, however, produced an elevated result. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within the established ranges on the day of event. Maintenance is performed weekly, and there was no error flags associated with the result. The samples were collected off site. Service was not dispatched for this event as this was the only result in question. The customer was requested to send the samples to bci, but forgot and disposed of them. A definitive root cause for this event has not been determined to date.